Event description:
Arterial line tubing broken-blood backed up the line. Staff flushed the line. Blood backed up again. Leaking developed around syringe. Blood leakage on the product at the stopcock. Application of the product at the time of failure was an arterial line-tubing. It was being used on pt at the time and being used as arterial line.